Event description:
Robotic instrument (vessel sealer extend) failed during robotic assisted total laparoscopic hysterectomy. Per instrument failure form, "vessel sealer jaws not closing appropriately." No fragments fell into patient per report. Instrument removed, tagged, not reprocessed, and to be returned to manufacturer.